Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg serial number/date code (B)(4) is approximately 2 years old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The consumer allegedly fell out of the chair because the arm fell off the chair. The consumer alleges the pin was not put back in place during last maintenance call. No injury is alleged.